Manufacturer narrative:
The reported events of r-wave amplitude variation and high capture thresholds were not confirmed. As received, a complete lead was returned in one piece for analysis. Analysis was normal. No anomalies were found except for procedural damage.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead had sensing issues due to r-wave amplitude variation and high capture thresholds. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout the procedure.